Event description:
This 27 y/o female underwent a bma in 1990 with silicone gel breast implants. She has since developed distal ptosis and wishes to have larger breast implants and to have them replaced with saline implants. The implants were not implanted at this facility, thus the MFR is not known. Gross exam. The right breast implant was focally ruptured which was adherent to a surgical towel. The rupture may have occurred at the time of implantation. The left implant was intact.